Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, "mold in implants".

Event description:
Patient reported left side rupture, "mold in implants" and "textured gel". Device has been explanted.